Event description:
Customer reported an issue with the dpm 4 monitor, which may have affected co2 monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit and reproduced the reported problem, customer declined the repair.